Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump has been requesting a minimum of 50 units after the cartridge has been filled with insulin. Reportedly, reloading the pump has not solved the issue. Customer declined troubleshooting with tandem technical support. Customer is currently on mdi and prefers it over pump therapy. There was no impact to the customer's blood glucose level.